Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal background. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), headache ("strong headaches"), back pain ("low-back pain"), fatigue ("extreme tiredness"), alopecia ("hair loss"), anxiety ("a lot of anxiety "), depression ("depression"), anger ("outbursts of anger directed at her closest environment"), allergy to metals ("nickel allergy"), abdominal pain lower ("pain in the hypogastrium") and oligomenorrhoea ("late periods"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, swelling, hypersensitivity, headache, back pain, fatigue, alopecia, anxiety, depression, anger, allergy to metals, abdominal pain lower and oligomenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anger, anxiety, back pain, depression, fatigue, headache, hypersensitivity, oligomenorrhoea, pelvic pain and swelling to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: melisa test stimulation index for nickel was positive. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal background. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), headache ("strong headaches"), back pain ("low-back pain"), fatigue ("extreme tiredness"), alopecia ("hair loss"), anxiety ("a lot of anxiety"), depression ("depression"), anger ("outbursts of anger directed at her closest environment"), allergy to metals ("nickel allergy"), abdominal pain lower ("pain in the hypogastrium") and oligomenorrhoea ("late periods"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, swelling, hypersensitivity, headache, back pain, fatigue, alopecia, anxiety, depression, anger, allergy to metals, abdominal pain lower and oligomenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anger, anxiety, back pain, depression, fatigue, headache, hypersensitivity, oligomenorrhoea, pelvic pain and swelling to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: melisa test stimulation index for nickel was positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.